Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back. Patient reported having psoriasis and is developing a spot on his head too, and also his bottom. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed methotrexate and aristocort cream. Follow up indicated that the irritation has stayed the same.